Manufacturer narrative:
Eval summary: the 512b instrument was returned with the stopcock broken off and missing. However, the obturator could be introduced and removed from the sleeve as intended and the olive button was in good condition. No conclusion could be reached as to what may have caused the reported incident. We have documented the circumstances as they were reported to us. Complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the mfg process.

Event description:
It was reported that the device was used during a laparoscopic right colectomy. The device broke and would not snap together. Another device was used to complete the case. There was no consequence to the pt.